Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor boots up, the loudspeaker does not work, and an error message of "loudspeaker error" appears. There was no alarm sound heard. The device was not in clinical use at the time the issue was discovered. There was no allegation of an adverse event or any patient or user harm.